Event description:
It was reported that the insulin pump had multiple no delivery and motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap. Unable to perform the excessive no delivery alarm test due to prime anomaly.